Event description:
On (B)(6) 2026, a customer's sample was not processed by the babson sample preparation device (spd) on order (B)(4) (sample ID (B)(6)) due to use error. The sample was not centrifuged in a timely manner because the sample caddy was improperly docked by the user. The customer's sample was brought back to the laboratory that same day; however, the sample was deemed unviable and could not be processed. The customer was notified of tests not performed on (B)(6) 2026. Customer was offered a recollection, which the customer did not accept. A refund was processed per customer's request. Customer did not report serious injury or illness as a result of this event. There were no customer adverse events. Mitigations are put in place to enhance internal monitoring of issues in the field for a timely response.